Event description:
Doctor reported that implant at tooth site 12 disengaged from insertion tool during surgery and fell down. Procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / provided. D4: additional device information unknown / not provided. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.